Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported wearing the pod on the abdomen for longer than 48 hours and subsequently sought medical attention due to fluctuations in blood glucose levels with a recorded high of 347 mg/dl and a low of 47 mg/dl. The medical visit lasted approximately 6 hours, and patient was discharged on the same day. The diagnosis was diabetic ketoacidosis and treatment included administration of insulin. And fluids to flush out the ketones. The patient also noted a small bump at the pod site near the needle insertion. Since the event, the patient reports no further issues and resumes pod therapy.

Manufacturer narrative:
In the case description, the user reported having high and low blood glucose levels while using the system, resulting in a hospitalization on (B)(6) 2025. The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Review of the android log files found no evidence of issues with insulin delivery. The patient history buffer (phb) data showed that the system was used in automated mode without a connected sensor from on (B)(6) 2025, as indicated by estimated glucose values of -3 and -4 being generated. These values indicate that each pod is scanning for the sensor listed in the op5 app, but the pods timeout while looking for it and cannot connect. The system responded appropriately, transitioning the system into automated mode: limited and delivering the user's safe basal rate, which is the lower of the user's manual basal program and the user's adaptive basal rate. Connection with a sensor was reestablished on (B)(6) 2025 and the phb data from after this date showed that the automated algorithm was able to appropriately adjust the microbolus amounts based on the estimated glucose values and user inputs. No evidence of issues with the system were observed in the available logs.

Event description:
The patient reported wearing the pod on the abdomen for longer than 48 hours and subsequently sought medical attention due to fluctuations in blood glucose levels with a recorded high of 347 mg/dl and a low of 47 mg/dl. The medical visit lasted approximately 6 hours, and patient was discharged on the same day. The diagnosis was diabetic ketoacidosis and treatment included administration of insulin. And fluids to flush out the ketones. The patient also noted a small bump at the pod site near the needle insertion. Since the event, the patient reports no further issues and resumes pod therapy. The log files from the controller were returned and evaluated. There was no evidence of issues with insulin delivery.